Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3000 hemopro was connected and did not work at all. The cable and power supply were switched out and the device still did not work. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)